Event description:
Caller reported a cgm error 42 associated with their g7 sensor. No adverse impact to the customer's blood glucose level was noted. Technical support provided the necessary information for resetting the pump and guided the caller through the process. After the reset, the pump no longer displayed the cgm error code, and the customer successfully started their sensor session.